Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the balloon would not inflate on the tube. It was reported that a new tube was obtained. Customer indicated that there was no patient harm.